Event description:
It was reported that the "clamp tube" tested positive for 200 colony forming units (cfus).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the customer's culture results, the device evaluation, and the legal manufacturer's final investigation. New information added to the following fields: b5, h3, h6. The lm reviewed the customer provided cds processes and a deviation from instructions for use (IFU) was noted. The user did not check water quality during final rinsing. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reported event was not confirmed as the scope was not microbiologically tested by olympus.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.